Manufacturer narrative:
The instrument images were reviewed. It appeared that fibrin was present in the well. Customer stated that when she visually looked at the plate, something else was gathering in the center of the well. The galileo operator manual states that samples containing clots can not be tested on galileo. In addition, the operator manual states that forward only abo-rh testing has a higher risk of mistype do to the abscence of the reverse type results. For this reason, abo-rh results should always be compared to the patient or donor's history.

Event description:
Customer called to report an abo discrepancy while running fwd_aborh on galileo. A known a donor unit reported as ab.